Event description:
It was reported that the patient's right knee was revised due to joint laxity. A 3x13 cs insert was revised to a 3x19 cs insert. No further information is known as no stryker rep was present for the procedure. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.